Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that the implantable cardioverter defibrillator (ICD) failed to deliver high voltage therapy. No changes or intervention was reported. The patient was in stable condition.